Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code, was unable to be interrogated, and was unable to elicit tones with the application of a magnet. The device and defibrillation lead were explanted and returned to guidant for analysis. A new guidant ICD and defibrillation lead were subsequently implanted.